Event description:
It was reported that the patient experienced a fall and presented to the clinic for wound check. Upon interrogation, the right ventricular lead exhibited elevated thresholds. The lead had dislodged due to the fall. The patient also experienced pocket stimulation. The lead was programmed and the patient was in stable condition. On (B)(6) 2015, the lead was explanted and replaced. No further information was available.

Manufacturer narrative:
UDI(di): (B)(4).